Manufacturer narrative:
This report is filed, june 2, 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed a hematoma post implantation surgery on (B)(6) 2016. The patient was taken back into surgery the same day to address the hematoma. The implanted device remains.

Manufacturer narrative:
Correction: the correct patient identifier is (B)(6); not (B)(6) as previously reported. This report is filed july 6, 2016.